Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. Upon interrogation, stored episodes of noise on the ventricular lead were noted. After reprogramming, the lead resumed normal function. The patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).